Manufacturer narrative:
Investigation summary hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale/review: the impella cp was placed via the femoral artery in a patient of unknown age and gender. The cp was to support the patient admitted in cardiogenic shock and acute myocardial infarction. There was no other medical history shared. The pump was supporting when there was hematuria. The urine color changed but, the lab of plasma free hemoglobin (pfhg) did not show hemolysis. The pump remains on for support, but the team did pause the anticoagulant heparin. While on support in the ICU the hematuria spontaneously resolved. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.